Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left common iliac artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was used for post dilatation of a previously implanted expressld 7mmx37mm stent . Upon first inflation at 6 atmospheres, the balloon ruptured. The device was removed intact. There was no kink prior to use and no resistance during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).